Event description:
The rptr fasted in the morning, did a blood glucose test, and got a result of 92 mg/dl. Rptr retested within 10 minutes, using a separate fingerstick, and got a reading of 154 mg/dl. Rptr stated that she was feeling tired, but that it was not related to her blood sugar level. She stated that she has been cleaning her meter with alcohol. A follow up control solution test was within range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8